Event description:
It was reported that during implantation after multiple re-positioning of the atrial lead, the helix would not retract. After it was removed from the sheath the physician noted that the stylet would not go back into the lead and the helix would not retract. The shaft of the lead appeared to be distorted and there was a kink in the sheath. The lead was not used and another lead was introduced though a larger sheath and was deployed without further issue. The patient suffered no adverse consequences and was discharged in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.